Event description:
It was reported that the health care professional (hcp) called technical services (ts) for review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, ts noted a stored ventricular episode that showed the patient in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. The device delivered one burst of anti-tachycardia pacing (atp) and one shock in an attempt to convert the arrhythmia. The shock successfully converted the rhythm. Ts determined that the device inappropriately delivered therapy. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service. Subsequent additional information was received reported that during a follow up visit, the health care professional (hcp) called technical services (ts) for programming assistance. The hcp noted additional episodes where the ICD delivered inappropriate anti-tachycardia pacing (atp) and shock due to patient being in atrial fibrillation (af) with rapid ventricular response (rvr). Ts reviewed the presenting electrogram (egm) and confirmed that the device had stored episodes of inappropriate therapy delivery. Ts discussed programming optimization options and advised the hcp to consult the device treating clinic for further analysis of the rhythm, and programming and/or medication changes. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, ts noted a stored ventricular episode that showed the patient in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. The device delivered one burst of anti-tachycardia pacing (atp) and one shock in an attempt to convert the arrhythmia. The shock successfully converted the rhythm. Ts determined that the device inappropriately delivered therapy. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.